Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported dark matter inside the valve and "particles in valve." Via an rga form. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Other-technical: observed, black particles in valve. Additional observations: crease is observed. Wear abrasion is observed.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported dark matter inside the valve and "particles in valve." Via an rga form. Device has been explanted and replaced.